Manufacturer narrative:
This MDR was initally sent under number 2245270-2017-00034 on june 30, 2017. This number was already in use, and has been changed to 22452740-2017-00038.

Event description:
During the needle withdrawal maneuver, the catheter was cut and the inserted part remained in the patient's body. Catheter fragment remained in the patient's body and had to be removed surgically.

Manufacturer narrative:
Report number correction: this MDR was initially sent under number 2245270-2017-00034 on june 30, 2017. This number was already in use, and has been changed to 22452740-2017-00038.

Event description:
During the needle withdrawal maneuver, the catheter was cut and the inserted part remained in the patient's body. Catheter fragment remained in the patient's body and had to be removed surgically.